Manufacturer narrative:
(B)(4). Date sent: 7/20/2020. Investigation summary the analysis showed that the ats45nk device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired and formed all the staples as intended. The staple line was complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4).batch #p56k7f. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the surgeon used an ats45nk & a tw45w on a living donor. When pressing the firing rod, it was not easily pushed, and only half of the reload appeared at the end. The device delivered malformed staples, an incomplete staple line, and an incomplete cut line. There were no patient consequences reported.